Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the technician via telephone and determined that the part he had installed was missing a small plastic insert which narrows the internal diameter of the probe wipe block so that it would fit tightly enough around the probe to maintain vacuum. The customer cleaned the original block and reinstalled it resolved the problem. Field service was not dispatched to site for this event. (B)(4). Cts troubleshot with account on phone.

Event description:
The customer reported that less than 5 cc leaked from the coulter® act diff 2 analyzer probe wash after installing a new probe wash (probe wipe) block. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.